Event description:
It was reported that the arctic sun device needs to be calibrated. In evaluation findings it has been noted that after emptying the tank for maintenance, the device cannot refill the tank, no pump was used to refill the tank.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device needs to be calibrated. In evaluation findings it has been noted that after emptying the tank for maintenance, the device cannot refill the tank, no pump was used to refill the tank.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is due to loose connections of power supply cables and pump cables. The device was evaluated upon receipt. The circulation pump does not make any noise. Electrical power supply and connections have been review and no defects observed. The power supply cables and pumps cables have been reconnected. After the restart, the pump works and can fill the tank. Reconnected power supply cables and pump cables. Tested according to functional test. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h: the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.